Event description:
Customer reports to have been hospitalized on december 12, 2014 with blood glucose of 79 mg/dl, then blood glucose elevated to 390 mg/dl. Customer was hospitalized due to dehydration and a bacterial infection. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization, but pump was removed and transmitter was lost. Customer declined troubleshooting for high blood glucose as customer states blood glucose was due to dehydration. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.